Manufacturer narrative:
It was reported that the patient recently had surgery and the lateral poly insert came loose. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient recently had surgery and the lateral poly insert came loose. Revision surgery is planned to exchange the poly insert.